Manufacturer narrative:
Followup report submitted to indicate that the device was not returned for analysis.

Event description:
Per complaint (B)(4), a patient reported loss of their crown and dental implant. The implant had lost osseointegration. No additional adverse consequences were reported.